Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis could not verify the customer-reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The bumper test was performed twice and passed. The instrument was fully functional and no product issue was found.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument tips would not release the tissue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, but the customer was not able to provide any additional details related to the event.